Manufacturer narrative:
Received one device. Visual inspection found that the downstream occlusion sensor (dso) seal was peeling, replaced the dso and pwa board. Performed sensor calibration. Performed performance verification tests (pvt) testing and unit passes all testing criteria. Updated software. Unit rest to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion and error code 46510. There was no patient involvement, no patient injury was reported.